Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. The pump remains in use supporting the patient. A direct correlation between the pump and the reported event could not be conclusively determined through this evaluation. The instructions for use lists bleeding, stroke, and neurologic dysfunction as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was disoriented to person, place, time and situation, and was unable to follow commands. The patient also presented with expressive aphasia. The CT scan revealed an acute 7cm intraparenchymal hematoma. The patient¿s inr was 1.6, and the patient was on a heparin infusion. On (B)(6) 2017, it was reported that the patient was still in the hospital and was difficult to arouse with sedation off. Head CT scan revealed increased intracranial hemorrhage. Heparin was discontinued, and the patient was to be monitored. No additional information was provided.